Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that during the operation the right atrial (ra) lead dislodged multiple times. The ra lead was explanted and replaced. Additionally, it was reported that after the implant the patient was experiencing dyspnea and dizziness. It was discovered that the right ventricular (rv) lead had a loss of capture and had become dislodged. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.